Event description:
It was reported by the clinic that the patient's right atrial (ra) lead impedance measurements was gradually increasing over the course of the last year. No intervention was performed. The patient had no adverse consequences.